Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump did not receive low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 206 mg/dl. This was the second occurrence of replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.